Event description:
The deployment of all three zenith components were according to the instructions for use. A kink was noted in the contralateral iliac leg graft during the completion angiogram. The kink in the iliac leg graft appeared to be limiting the flow of blood through the device. The molding balloon was inflated at the region, with no noted change. Placement of another manufacturer's stent within the endovascular graft at the site, provided a better flow of blood through the region. Post stent placement, the balloon was again inflated in the region. No complications occurred as a result.